Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the adhesive on the bending section cover had a chip. The device evaluation found that the nozzle had foreign material due to insufficient cleaning. The customer cleaned / disinfected / and sterilized the device before it was sent it for repair to olympus, it was unknown what the foreign material was. There was no delay in the start of pre-cleaning, the air / water nozzle was flushed with air and water, it is unknown if there were any abnormalities in the accessories used for reprocessing, the endoscope was immersed in the detergent solution, the air and water nozzle were wiped / brushed with clean lint-free clothes / brushes / sponges, the air and water nozzle were flushed with the detergent solution, and it is unknown if there were any other concerns about reprocessing. Additional findings include the following: water tightness was lost due to a pinhole on the bending section cover, the light guide lens had a crack, the forceps channel port was shaved, the suction cylinder was shaved, paint on the air / water cylinder was peeled, the control unit had discoloration, the adhesive on the bending section cover had a crack, the up / down knob was out of standard value due to wear of the angle wire, and the up direction was out of standard value due to wear of the angle wire. The following had a scratch: objective lens, scope connector cover unit, scope connector, protector of the universal cord on the scope connector, protector of the universal cord on the control section, universal cord, image guide protector, flexibility adjustment ring, the grip, the plastic distal end cover, the scope cover, switch 2, forceps elevator lever, forceps elevator knob, up / down knob, right / left knob, control unit, switch box, and the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had chipped rubber on the bonding part. Inspection and testing of the returned device found that the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.